Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of components coming apart and an inability to prime could not be verified due to the product not being returned for failure investigation. Device history record review for model mp5301-c lot number 22089075 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the bd maxplus¿ extension set came apart at the juncture. The following information was provided by the initial reporter: unable to prime and components coming apart at juncture.

Event description:
It was reported that the bd maxplus¿ extension set came apart at the juncture. The following information was provided by the initial reporter: unable to prime and components coming apart at juncture.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.